Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual examination revealed multiple kinks along the hypotube. The collar is separated but the ptfe is still holding the two ends together. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 08dec2020. It was reported that the device could not cross the lesion. The 12mmx3.0mm, 90% stenosed target lesion area was located in a moderately tortuous and moderately calcified right coronary artery. A 145, 5 in 6, guidezilla catheter guide extension was selected for use in percutaneous coronary intervention. During the procedure, it was noted that the device could not cross the lesion. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient was stable. However, device analysis revealed a separated collar.